Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer service provided information to reset the pump, and the caller successfully reset it, resolving the issue. The customer was advised to continue using the pump and to call back if any issues recur, which they acknowledged and understood.